Event description:
Reported as "catheter outside the chamber." Further clarification: "on examining the x-ray, noted that the catheter was disconnected from the chamber. Reoperation required to reconnect and reimplant a new chamber."